Event description:
Event became reportable based on the returned product analysis approved on 08/29/2007.it was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The severely calcified 85% stenotic lesion was located in the moderately tortuous left anterior descending (lad) artery. The 2.75 x 32mm taxus liberte drug-eluting stent was introduced and reported to be unable to cross the lesion. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as good. Returned product analysis revealed stent damage.

Manufacturer narrative:
Returned product analysis noted that the condition of the returned device was consistent with the complaint incident. Visual and microscopic examination of the returned device revealed proximal stent damage. Some of the stent struts were severely misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Taking into consideration the type of damage analyzed and the results of the investigation completed, handling damage is determined to be the most probable root cause. A review of the batch records found that the device met its material, assembly and product specifications.